Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. The pump had a cracked case at the display window corner, a reservoir tube lip, minor scratches, a cracked display window, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they are ramping on the scroll bar. The blood glucose reading is unknown.